Event description:
On 1/23/97, a man with pediatric home respiratory service called to report a problem he was having simulating an apnea monitor. He was performing a routine simulation of a monitor and could not get the monitor to simulate an apnea alarm, referred to as ster 6 in the field service manual. He tried two different simulators and still could not simulate an apnea alarm. No death or serious injury was reported in association with this reported malfunction.